Event description:
Caller reported a high blood glucose level of 396 mg/dl with the cause unknown. No injury was caused by the event. The customer delivered several bolus and replaced pump supplies in attempt to address high bg. The customer required assistance and was administered a manual insulin injection by a diabetic nurse. Technical support performed a system check on the pump and confirmed pump was functioning properly and advised consultation with a healthcare provider.